Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a hemostasis procedure on a (B)(6) male patient. According to the complainant, contrast fluid leaked from the middle part of the basket. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; sheath/torn split.

Manufacturer narrative:
Visual examination of the returned device found the outer clear sheath damaged and exposing the metal coil sheath, the sheath had separated. The damage is 2.cm and about 20cm from the distal end. Functional check found the device's basket able to open and close easily when the handle was activated. The device leaked at the location of the damage. Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that contrast leaked from the middle part of the device. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A lot history search revealed that no other event has been reported from this same lot number. (B)(4).